Manufacturer narrative:
The unit was not received by the MFR for investigation. If the unit is received, a follow up report will be filed.

Event description:
It was reported that the cement being used in the procedure hardened too early causing the acm cartridge to break at the base. A back up kit was used to complete the procedure with an approx one hour delay. No add'l adverse consequences were reported for pt.